Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the customer opened a new hls kit and noted a hole in the top of the inner packaging (sterile covering of the hls set). No patient was involved. No harm to any person has been reported. Complaint ID:(B)(4).

Manufacturer narrative:
It was reported that the customer opened a new hls kit and noted a hole in the top of the inner packaging (sterile covering of the hls set). The hls set was not used for patient treatment. The affected beq-hls 7050 USA #shls set advanced 7.0 was technically investigated in the getinge laboratory on 2022-06-21. Upon visual inspection a hole with a diameter of 5,517mm in the tyvek cover could be confirmed. The most probable root cause could be determined as the velcrostraps which are fix the hls module may have slipped during transport and were subsequently no longer at the same level as the slide connector. This allowed more room in the fixation of the hls module and could have resulted in sufficiently high vertical displacements that the latching hook of the so2 connector punctured the tyvekcover during transport, e.g., due to impacts or a fall. Based on the investigation results the reported failure "hole in tyvekcover" could be confirmed. The production records of the affected beq-hls 7050 USA#hls set advanced 7.0 with lot#3000202027 were reviewed on 2022-07-04. According to the final test results, all beq-hls 7050 USA#hls set advanced 7.0 sets with lot#3000202027 passed the tests as per specifications. This complaint is part of the CAPA#626941 and all further actions will be performed within the CAPA. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).